Event description:
It was reported, the subject device is not sending image to video tower. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the device is not sending image to video tower due to faulty cable a device history review revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. Olympus will continue to monitor the field performance of this device.